Manufacturer narrative:
Heavy calcification was observed in the cusp areas of leaflets 1 and 2, moderate to heavy calcification was observed in the cusp area of leaflet 3. Calcification restricted mobility in the leaflets and led to stenosis. Minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 3mm. Moderate host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 4mm. Host tissue was moderate both the stent inflow and stent outflow. The x-ray demonstrated calcification, no visible damage to wireform. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Customer report of calcification was confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards learned of a mitral valve explanted after an implant duration of approximately 8 years due to calcification. Implant date is known only as "2006." The customer experience report received states "mitral valve prosthesis cusps were totally calcified and rigid. Orifice area was less than 6mm, there was no clot in the left atrium, patient was in af, valve prosthesis is excised along with all the pledgets used in previous operation. The size of the prosthesis was 29mm, new prosthesis of 31mm ... Was implanted. Patient tolerated procedure well and was very stable hemodynamically." No additional reports are available.

Manufacturer narrative:
Method: device evaluation anticipated but not yet begun. Conclusion: device evaluation anticipated but not yet begun. Additional manufacturer narrative: unfortunately, despite requests for additional information, the serial number of this device remains unknown. Therefore, no device history record (DHR) review can be done at this time. Device was received by our facility in switzerland on 26 february 2014 for decontamination and forwarded to our evaluation lab in california. The device is currently in transit. As soon as the evaluation is complete, the results will be submitted on a follow up report. The customer reported this valve explant was due to calcification of the device. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the evaluation has been completed and has not confirmed calcification.